Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive and hard to push. The customer checked their blood glucose level and it was 270 mg/dl and customer inserted insulin to brought blood glucose down. It was also reported that insulin pump went to rewind and not sure how much insulin was provided. The insulin pump will not be returned for analysis.